Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer treated through the pump. The customer had symptoms such as nausea. The customer stated that she changed her set on the 9th and she received no delivery alarms while sleeping. The customer was unable to troubleshoot during time of call.